Event description:
Information received indicates the brakes not working. Found the brakes setting on the foot end only. The head end brake linkage was broken.

Manufacturer narrative:
The technician replaced the brake linkage with a brake linkage kit to repair the stretcher.